Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and elevated lactate dehydrogenase (ldh) could not conclusively be determined through this evaluation. Low flow events were confirmed in the evaluation of the submitted log file; and the account attributed these alarms to hypovolemia. The submitted log file contained data from (B)(6) 2021 14:20:50 through (B)(6) 2021 14:59:14. Two low flow alarms were captured on (B)(6) 2021, when the pump flow dropped below the low threshold of 2.5lpm. The alarms occurred while the patient was connected to battery power. Pump flow dropped to as low as 2.4lpm. Prior to and after the low flow hazard alarms, the pump appeared to function as intended and no other unusual alarms or events were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2016. Heartmate ii lvas instructions for use (IFU) lists hemolysis and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values, and controlling infection. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's lactate dehydrogenase (ldh) was up trending and was 604 u/l on (B)(6) 2021. Their plasma free hemoglobin (hgb) is less than 30. The log file captured low flow events on (B)(6) 2021 that appear to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. It was reported the patient's hemolysis may be secondary to septic shock. The patient was in critical condition and intubated/sedated so the vad coordinator was unable to assess the patient's symptoms. The cause of the patient's septic shock was (B)(6). Noted the patient was sleeping on battery power at times which was not recommended.